Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, failed battery test. The event involved product(s) mmt-1884. Trouble shooting was performed and customer reported receiving a power loss alarm. Customer was able to clear alarm. Alarm didn't recur after inserting a new battery or recurring alarms were not identified in alarm history. No harm requiring medical intervention was reported. Customer will continue to use the insulin pump. No product return is required for mmt-1884.

Manufacturer narrative:
During testing, the pump passed the sleep current measurement, active current measurement and self-test. The test battery was removed and reinserted with no failed battery test alarm noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 16-aug-2024 in the pump history file. 08/16/2024 12:41:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 08/16/2024 12:45:28.000 batteryremoved (55) 08/16/2024 12:45:28.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 08/16/2024 12:54:58.000 batteryinserted (44) 08/16/2024 12:54:58.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 08/16/2024 12:55:14.000 batteryremoved (55) 08/16/2024 12:55:14.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 08/16/2024 13:04:00.000 alarmalertnotification (40) faultnumber: failedbatttest (58) 08/16/2024 13:05:19.000 batteryremoved (55) 08/16/2024 13:16:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 08/16/2024 13:16:54.000 alarmalertnotification (40) faultnumber: battoutlimit (6) 08/16/2024 13:17:02.000 alarmalertnotification (40) faultnumber: battoutlimit (6) earliest power data available per the power management tool/detail trace file is on 12/2/2024 8:15:52 pm. There was no power data available for the date of 08/16/2024. Unable to check power data for low battery alert and failed batt/battery failed alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. Lowbatteryalert (104) unknown. Failedbatttest (58) unknown. Pump error 23 not confirmed. Battoutlimit (6) not confirmed. During testing, the pump passed the sleep current measurement, active current measurement and self-test. Earliest power data available per the power management tool/detail trace file is on 12/2/2024. There was no power data available for the date of 08/16/2024. Unable to check power data for low battery alert and failed batt/battery failed alarm. Unable to perform the battery duration calculations due to no data available. Unexpected battery power loss unknown. Failed batt test unknown. No current code/category (low battery alert) unknown. However, the pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and motor. No damage noted on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.